Event description:
The heartmate ii had parameters displayed at onset of arrythmia that continued until a few minutes prior to time of death. The parameters remained on the screen, however there was no humming upon direct palpation, with open sternum.